Event description:
It was reported to philips that the device's host computer did not start. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment did not start and there was no video signal on the monitor. Upon troubleshooting, fse found the host pc complementary metal-oxide semiconductor (cmos) battery voltage was low. To resolve the issue, fse replaced the host pc, installed the software, restored the backup, and performed various adjustments. The defective host pc was returned to philips for failure analysis and observed a wrong basic input/output system (bios) version. After the replacement of the host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.